Event description:
It was reported a leak was detected in the adjustable gastric band procedure using contrast. The band remains implanted at this time.

Manufacturer narrative:
Date sent: 03/05/2009. Info is unavailable; device has not been returned for eval.